Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was not returned to fisher & paykel healthcare (B)(4) for evaluation. Upon requesting the device, the hospital informed us that they had discarded the chamber. Results: a lot check could not be performed as no lot number was provided. Conclusion: without the device for evaluation, we were unable to determine what had caused the problem as described by the customer. We have received other complaints of this type but when we have evaluated the chambers sent back for testing we have found that the water was auto-filling but with a lower level than the customer was accustomed to seeing. If some water is feeding into the chamber there should not be a problem as the chamber is able to function normally provided there is sufficient water to cover the base. Our user instructions that accompany the mr290 chamber state: ensure there is a water supply connected to the chamber and that water is present within the chamber.

Event description:
A healthcare facility in (B)(6) reported that an mr290 autofeed humidification chamber was insufficiently or partially filling upon connecting a water bag, and causing the humidifier to alarm.